Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the procedure was to treat a heavily calcified lesion in the mid lad. After direct stenting with the 2.5 x 12 mm promus stent, a perforation was observed under angiography. The stent delivery system (sds) balloon was used to seal up the perforation. The patient is fine. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as it own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - it was reported that a perforation occurred during a direct stenting. The promus IFU states, "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated." Perforation, as listed in the promus IFU, is a known adverse event associated with coronary stenting. Perforation can be influenced by several factor, including but not limited to, lesion characteristics, or procedural technique. As there was no reported device malfunction, there does not appear to be any indications of a product quality problem. A conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.